Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Additional information: d10, h3, h6 upon receipt the device was interrogated with a programmer, and the device image was retrieved. The device was noted to be at elective replacement indicator (eri) but had not yet reached end of service (eos). There was no battery performance alert (bpa) detection noted on the device. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The reported event of a bpa being received was not confirmed and there was no evidence of premature battery depletion.